Event description:
It was reported that the hospital purchased 3 x large frag screwdrivers, but one of the screwdrivers snapped during the removal of metal-ware (this occurred outside the patient). The procedure had a delay between 0-30 min. Backup from smith&nephew was available. No patient injury or other complications were reported. The hospital wants a free replacement. The health of patient is unknown. The surgeon blames the device

Manufacturer narrative:
Updated d4: lot number and exp date / h4: mnf date.

Event description:
It was reported that the hospital purchased 3 x large frag screwdrivers, but one of the screwdrivers snapped during the removal of metal-ware. The procedure had a delay between 0-30 min. Backup from smith&nephew was available. No patient injury or other complications were reported. Any other issue that could affect the patient's condition was not reported by this event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment was returned for evaluation. Visual inspection of the returned device confirms that the device is damaged, cracked and has signs of wear and tear from use. According to clinical/medical investigation, no patient injury or harm was reported. Smith and nephew has not received adequate materials (operative reports) to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. The device was manufactured in 2018. A review of complaint history for the listed part revealed no prior complaints for the lot. A review of the manufacturing or product specifications did not reveal abnormalities that could have contributed to the reported issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Probable causes that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further actions are being taken at this time. We consider this investigation closed. Credit will be issued for the device.